Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that due to the pt presenting with high pump rates, a right heart catheterization procedure was performed at the hosp which revealed low cardiac output and high pulmonary capillary wedge pressure (pcwp), which was interpreted by the dr to be consistent with lvad end of life. The hosp made a decision to replaced the lvad with another lvad.